Event description:
Discordant, falsely low alpha-fetoprotein (afp) results were obtained on two patient samples on an immulite 2000 xpi instrument. The discordant results were not released to the physician(s). The samples were repeated on the same instrument, resulting higher. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low afp results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens healthcare support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. Hsc concluded that for patient sample (B)(6), there was inconsistent level sensing noted between the initial and repeat run. For patient sample (B)(6), the data review is inconclusive. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse did not find an instrument malfunction. Precision tests were run, resulting within acceptable limits. The cause of the discordant, falsely low afp results is unknown as the samples resulted as expected when repeated on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.